Event description:
It was reported that there was a pericardial effusion. The procedure was cancelled. During a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure, a farawave catheter was selected for use. There was no effusion prior to the procedure. The patient came into the procedure in flutter so once groin access was gained, the right atrium was mapped first and determined that the flutter was left sided. Transseptal puncture was performed with a non-boston scientific (agilis large bore sheath) with versacross rf wire inside. The left atrium (la) was mapped and the flutter was perimitral. The four veins were ablated with the farawave and then an anterior mitral line was performed using the farawave from the right superior pulmonary vein (rspv) to the mitral valve. During this time the coronary sinus activation changed to what looked like a right sided flutter. The la was mapped and then the right atrium was mapped and the cavotricuspid isthmus (cti) was burned using ensite rf catheter because the patient had pacemaker leads that the physician did not want to interfere with. Once the cti was blocked there was a much slower flutter still occurring. The physician went back into the la and mapping revealed a posterior wall flutter. The posterior wall was ablated using the farawave and the flutter terminated, the patient returned to normal sinus rhythm. The non-boston scientific sheath was then exchanged for the watchman trusteer sheath (was). The physician inserted the was into the patient and then injected a shot of contrast. The patients' blood pressure dropped, and intracardiac echocardiography (ice) imaging showed that there was a pericardial effusion. The physician performed a pericardiocentesis and drained 200cc's of blood from the effusion with the blood being pushed back into the heart. The effusion resolved and the patients' blood pressure stabilized. The watchman part of the procedure was aborted and the groins were closed. The patient was expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further confirmed via gfe that the versacross rf wire was used with the non-boston scientific dilator. Nothing was noticed until the contrast shot was done for the watchman portion. There was no difficulty noted with the tsp workflow. Initially the bp was treated using medication until the effusion was discovered, then the pericardiocentesis kit was opened to drain the fluid. Act is above 300 before going transseptal. The patient has been discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field (b5), in section b - describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a pericardial effusion. The procedure was cancelled. During a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure, a versacross fixed rf wire and a a farawave catheter were selected for use. There was no effusion prior to the procedure. The patient came into the procedure in flutter so once groin access was gained, the right atrium was mapped first and determined that the flutter was left sided. Transseptal puncture was performed with a non-boston scientific with versacross rf wire inside. The left atrium (la) was mapped and the flutter was perimitral. The four veins were ablated with the farawave and then an anterior mitral line was performed using the farawave from the right superior pulmonary vein (rspv) to the mitral valve. During this time the coronary sinus activation changed to what looked like a right sided flutter. The la was mapped and then the right atrium was mapped and the cavotricuspid isthmus (cti) was burned using ensite rf catheter because the patient had pacemaker leads that the physician did not want to interfere with. Once the cti was blocked there was a much slower flutter still occurring. The physician went back into the la and mapping revealed a posterior wall flutter. The posterior wall was ablated using the farawave and the flutter terminated, the patient returned to normal sinus rhythm. The non-boston scientific sheath was then exchanged for the watchman trusteer sheath (was). The physician inserted the was into the patient and then injected a shot of contrast. The patients' blood pressure dropped, and intracardiac echocardiography (ice) imaging showed that there was a pericardial effusion. The physician performed a pericardiocentesis and drained 200cc's of blood from the effusion with the blood being pushed back into the heart. The effusion resolved and the patients' blood pressure stabilized. The watchman part of the procedure was aborted and the groins were closed. The patient was expected to fully recover. The device is not expected to be returned for analysis.